Event description:
The customer reported receiving an inaccurate reading of 128 mg/dl on their freestyle flash blood glucose monitor. The customer reported feeling "dizzy and queasy" then passed out. The customer drank orange juice and ate jelly to relieve her symptoms. There was no report of death, permanent impairment or third party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.